Event description:
Patient received resorbable bone void filler during an open reduction, internal fixation (orif) of the right knee, resulting from a split depression of the lateral tibial plateau with severe comminution of the joint surface and extreme subchondral cancellous bone depression. Approximately eleven weeks post-op, the patient presented with swelling and site drainage with removal of the plating hardware. Multiple cultures were negative for infection. The graft material was reportedly left in place. Approximately four weeks later the patient underwent a total knee replacement by a revision specialist due to the large metaphyseal defect.

Manufacturer narrative:
Manufacturing records for the subject lot of product were reviewed and indicated that the product was manufactured per procedure and met all specifications and release criteria. All critical processing parameters were met during the manufacture of the subject lot. Plexur m product literature lists wound complications such "site drainage," and "extrusion of product with or without side effects," as possible adverse outcomes of product usage. There have no additional complaints of this nature involving any other units manufactured from this lot of product. No further action is required. This investigation is considered closed.